Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part: 7543540; qty: 1 part: 8638110; qty: 1 part: 8632240; qty: 1 although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent removal surgery (removal of ilio-sacral plate) for unspecified reasons. During the surgery, the surgeon noticed the appearance of infection in the sacral plate on the right side. Patient outcome was reported as satisfactory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.